Event description:
During the patient's arthroplasty replacement total right hip the tip of the drill bit used to drill the holes in the posterior femur for the capsular repair broke off. The tip was noted to be retained in the greater trochanter, and confirmed by x-ray.